Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Reportedly, the customer wanted to resume insulin delivery on their own and it was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.